Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. A pinhole was identified in the balloon wall in the balloon material located over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material. Microscopic examination presented no irregularities. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. A 1.50mm x 15mm emerge¿ balloon catheter was used to dilate the lesion but ruptured on the 2nd inflation at 10 atmospheres. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. A 1.50mm x 15mm emerge¿ balloon catheter was used to dilate the lesion but ruptured on the 2nd inflation at 10 atmospheres. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.